Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte¿ needle-free connector stand-alone device experienced the diaphragm of the infusion connector had collapsed. The following information was provided by the initial reporter: then, it was found that the diaphragm of the infusion connector had collapsed.

Manufacturer narrative:
H6: investigation summary: a physical sample was not available for investigation but bd was provided with two photos of the issue for evaluation. A review of the device history record was performed for the reported lot #1293682, and no quality issues were found during production. Our quality engineer reviewed the provided photos and observed that the septum had been pushed in on the q-syte. Therefore, based off the provided photos the engineer was able to verify the reported defect. Unfortunately, without a physical sample available for evaluation a definitive root cause could not be determined.

Event description:
It was reported that the bd q-syte¿ needle-free connector stand-alone device experienced the diaphragm of the infusion connector had collapsed. The following information was provided by the initial reporter: then, it was found that the diaphragm of the infusion connector had collapsed.